Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing determined an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a supraventricular tachycardia procedure, blood leaked from the hemostasis valve of the sheath after insertion. The sheath was replaced, and the procedure was successfully completed with no adverse patient consequences.